Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient that was having some discomfort was examined and the physician pulled a needle out of the patient vaginally with some of the suture still attached to it. The physician believed it was from a hysterectomy the patient had a few years before. Additional information has been requested but not yet received.